Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the connector pin broke off of the desktop charger (dtc). The patient stated that they noticed the connector pin was damaged about a year ago, but was able to get the recharger (insr) charged by holding the pin in place. The patient said that then the dtc connector pin broke off about a month ago and stopped charging the insr. The patient stated that because they were unable to recharge the insr, they were not able to recharge the ins, and they were "starting to feel it"; the patient explained that they meant that they were in pain. A replacement dtc was sent to the patient.